Event description:
Initial surgery 2004. Preop diagnosis - progressive infantile idiopathic scoliosis procedure - prosterior lateral lumbar fusion t3-l2 with instrumentation. (Stryker xia system with intergro putty) pt developed infection 4 days postop infection treated with antibiotics - gentamicin, vancomycin, cipro.